Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection of the lead demonstrated a damaged insulation at the distal part of the lead. This insulation damage can be considered as the root cause for the observed oversensing as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The damaged silicone sealing at the is-1 connector occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that after an implant duration of 83 months oversensing was observed on this lead via homemonitoring. No inappropriate therapy was delivered. No adverse patient side effects were reported.